Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 301 mg/dl. The customer would change the pump supplies and site. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause for the past occlusions was unable to be performed.